Event description:
Additional information received reported that the patient had a motor stall prior to eri. There were no environmental, external or patient factors that may have led or contributed to the issue. The pump was replaced. The issue was resolved at the time of the report and the patient status was noted as alive, no injury.

Manufacturer narrative:
Analysis of the pump found ¿pump motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿pump motor gear train anomaly ¿ stall due to shaft/bearing¿. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code is no longer applicable for this event.

Event description:
Information was received from a healthcare provider regarding a patient receiving intrathecal compounded baclofen, dilaudid, bupivacaine and clonidine. The pump was used to deliver compounded baclofen 300mcg/ml at a dose of 240mcg/day, dilaudid 10mg/ml at a dose of 8mg/day, bupivacaine 20mg/ml at a dose of 16mg/day and clonidine 1100mcg/ml at a dose of 880mcg/day. The indications for use were arachnoiditis and spinal pain. The patient was also receiving ms contin, lamictal, movantik, baclofen, treximet, phenergan, proctozone, celebrex, valium and roxicodone. Past medical history included lumbosacral radiculitis, post laminectomy syndrome, neuropathic pain, cervical radiculitis, arachnoiditis, intercostal neuralgia, gerd. The patient had an allergy to compazine. On (B)(6) 2016, the patient developed sudden symptoms of withdrawal, nausea, vomiting, sweating and increased pain. A motor stall and stopped pump period may exceed tube set was seen on interrogation and at the time of the report the stall was still present. The physician wanted to program the pump to off state. There was no emi or magnetic interaction. The pump was going to be replaced at a later date. It was noted that the therapy was ongoing; however, per the logs from (B)(6) 2016, the pump was in minimum rate mode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.